Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass procedure, while suturing the bowel, the needles fell into the patient¿s cavity, wherein the needle broke in half inside patient, the needle was lost and was not found. No x-ray was performed for the express purpose of locating the component, or confirming that all pieces were located. As a result of the product issue, surgical time extended for more than 30 minutes. The surgeon used the same instrument with a different suture in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.